Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not last as long as expected. The device remains in use. It was also reported that the right atrial (ra) lead exhibited high thresholds as capture management kept the atrial amplitude set high. The lead was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management (acm) adjusting atrial output up due to high thresholds. Concomitant continued: 310c29 tissue valve, implanted: (B)(6) 2010. (B)(4).